Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022. The patient did not receive an alarm that the bg was low. Although the patient remained awake, he had difficulty responding. The cgm displayed 3.8 mmol/l. The patient¿s wife called emergency medical services (ems) and after paramedic arrival the bg finger stick was 1.4 mmol/l. Paramedics gave the patient glucose gel, bread and jam and sugared tea. The blood glucose rose, the bg finger stick was 8.9 mmol/l and the cgm displayed 4.2 mmol/l. At the time of the report, the patient was in good condition and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.